Manufacturer narrative:
Voluntary medwatch report number (B)(4). As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system / esheath, manufacturing mitigations, and root cause. One photograph was provided by the complaint site. It shows the esheath with a piece of the distal tip missing. The separated piece was not found. The complaint for ¿sheath distal tip ¿ separated¿ can be confirmed based on the imagery provided. The work orders related to the manufacturing of the devices and also components that could potentially contribute to the complaint were reviewed and did not reveal any issues that may have contributed to the reported event. Review of lot history for the related work order revealed no other complaints for ¿sheath distal tip ¿ separated¿. Review of complaint history from april 2016 to march 2017 revealed similar returned complaints devices for the edwards esheath introducer set (model #s: 914es, 914esj, and 9610es14) for a separated distal tip. A review of complaint history reveals that the occurrence rate does not exceed the march 2017 control limits for this trend category (¿separated¿). No IFU/training deficiencies were identified. During manufacturing, the sheath shaft was 100% visually inspected at the component level. Additionally, during manufacturing, the tip was 100% visually inspected. The esheath underwent a final 100% visual inspection by manufacturing and quality. During product verification testing, five (5) samples were tested. All samples passed this test. The inspections described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed based the condition of the device in the photograph provided by the complaint site. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Further, no IFU/training deficiencies were identified. The esheath device is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Upon insertion or removal of the esheath, it is possible for the sheath to get caught on, or scratch against, calcified regions in the access vessel. This can weaken the sheath and ultimately cause portions of it to become torn or separated. As noted in the cer and complaint description, the patient had moderate access vessel calcification. Additionally, the team ¿did notice the delivery system jumped forward as it was moving through the sheath just before exiting the sheath. They assumed it passed a calcified area¿. Although a root cause cannot be determined at this time, it is possible that the complaint event was caused by patient factors, such as access vessel calcification. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed, but no manufacturing non-conformances or labeling/ IFU/training deficiencies were identified. Therefore no corrective / preventative actions are required. Radial distal tip tearing has previously been investigated as part of a CAPA that was initiated to investigate the root cause of tip tearing and implement corrective actions. As a result of the investigation, the procedures for tip scoring were clarified/updated and the operators were re-trained. The corrections were verified for effectiveness, and the CAPA is now closed. Since a product non-conformance was not identified and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip - separated¿ was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate for this trend category, ¿separated¿, did not exceed the march 2017 control limits. No corrective/ preventative actions are required at this time.

Event description:
Post commercial transfemoral procedure using a commander delivery system, upon sheath removal, the 16 fr sheath appeared to be torn at distal tip. It is unknown if the all pieces of the esheath were intact. No patient effects at procedure end. Femoral angiogram showed normal flow. Per photos received, it appears a small portion of the distal tip is missing. There were no patient effects, and the patient is doing well thirty days post procedure. The minimum luminal diameter (mld) was 8.1mm with moderate calcification and moderate tortuosity. There was no difficulty inserting or removing the sheath. The team did notice the delivery system jumped forward as it was moving through the sheath just before exiting the sheath. They assumed it passed a calcified area. The device was sequestered by the hospital risk management and will not be released until they are ready.